Event description:
Per maude report: interventional radiologist introduced dialysis catheter via right internal jugular vein using peelable venous introducer. During procedure, pt complained of warmth. Dilator and sheath were in a skewed position and wire was kinked. Pt rapidly deteriorated and experienced cardiac arrest and could not be resuscitated. Cause of death-cardiac tampon and secondary to perforation of the right pulmonary artery. Radiologist concerned that this product is sharper and thinner than similar products, causing greater potential for perforation.